Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of fentanyl and clonidine at "3001 uds" via an implantable pump for spinal pain. It was reported the patient was told when they received the device it was a four-year study, per their physician. The patient stated the therapy has not helped and the physician implanted the pump in their right buttock area. The pump would rub and has hurt since implant. The patient stated they asked the physician to remove the system after two years however the physician refused. Two months earlier the physician decreased the medication by 500 and the patient reported an increase in back pain. The patient's physician suggested they increased the medication however the patient declined. The patient wanted to be weaned off the medication and have the pump removed. The patient reported they have an upcoming surgery on her esophagus and the patient received a pain block for the esophagus however the pump was blocking. The patient was directed to follow-up with their healthcare provider. The patient had an upcoming appointment scheduled for august 23 and planned to tell their healthcare provider they would like the device removed. No further complications were reported or anticipated.] Additional information received from a consumer (con) reported the patient had their system removed due to it hurting them and it not helping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.